Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and as a result he was hospitalized. The customer was not receiving insulin. The customer was hospitalized on (B)(6) 2015 with a high blood glucose level of 415 mg/dl. He also had issues with his heart. The customer was off the insulin pump for a day, before he was hospitalized. He was having chest pains and suspected it was a heart attack. The customer previously had a heart attack. While in the hospital they administered insulin drip. The customer also had ketones. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. No excessive no delivery error alarm noted. Unit had normal operating currents and no unexpected off no power or low battery alarm noted. No cosmetic damage noted.